Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number: 726809014 and 747465012, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced fluid loss resulting incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: the ams 800 cuff was visually inspected and functionally tested. There were no leaks or damage during product analysis. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number: 726809014 and 747465012, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced fluid loss resulting incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.